Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that surgery determined there was a large hematoma that was causing pressure. Once evacuated, the patient regained function of her leg. The issue was caused by a hematoma that had developed post-surgery. The patient was taken back to have it drained and then regained all normal function and they were doing fine now. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977c165, serial/lot #: (B)(4), ubd: 15-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative reported that the patient was having unusual pain post surgery and couldn't move her left leg. When the physician took the patient back into the or it was found that they had a large hematoma. The physician evacuated the hematoma and removed the lead from the epidural space and placed it in the subcutaneous layer to save for after the patient heals. Stimulation was turned off and impedances were normal. The patient was feeling better and could move both legs. The issue was resolved at the time of the report. It was noted that the physician hoped to re-implant the lead within the next week depending on how quickly the patient healed. No device issues reported.